Manufacturer narrative:
The system was serviced I the field and the cable was replaced. The system passed all tests and was performing as intended. The cable was returned and analyzed. The returned cable had a bent and broken attachment screw at the dvi connector. The connector shell was also bent out. A continuity test revealed a short from pins 5 and 10 of the hd15 connector to pin 12. Also, pin 12 of the dvi connector to pin 12 of the hd15 connector was found to be open. Other relevant device(s) are: cable 9734775 dvi-m to hd15-m 6ft min, lot number: gl 3512 r. If information is provided in the future, a supplemental report will be issued.

Event description:
No issue was alleged. Medtronic received information regarding a navigation system found during planned maintenance. It was reported that there was a damaged video cable. The digital visual interface (dvi) cable that goes into the back of the monitor, had a damaged screw that tightens it on. A replacement cable will be shipped. There was no patient present at the time of the event.